Event description:
It was reported that the patient's implantable loop recorder was having a large amount of both undersensing and oversensing. Programming was not successful in fixing the sensing difficulties. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.